Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks. The arrhythmia originated in the atrium, however one shock accelerated the rhythm to ventricular tachycardia (vt). The last shock slowed the rhythm and the patient ended up breaking on their own. Therapy was exhausted due to some diverted therapy. Boston scientific technical services (ts) discussed detection enhancement reprogramming. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The ventricular tachycardia (vt) zone was programmed off per physician order. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.